Manufacturer narrative:
H4: the lot was manufactured from october 21, 2022 to october 24, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid inside the device bladder which suggested a no flow - non delivery may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not flow; further described as the device "did not run". This was observed during patient infusion. After 60 minutes, no medication had been infused. The device contained 4g ceftriaxone in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.